Event description:
It was reported that the recipient had a trauma. In situ testing showed affected channels. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. Reportedly the recipient is using the device with the remaining three channels. However no information about the current hearing performance or about possible further steps has been received yet.

Event description:
It was reported that the recipient suffered a trauma. In situ testing showed affected channels. Per maestro file notes, the user had good results at activation.the recipient is now using the implant with only 3 channels. No further information has been provided regarding further intervention.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered a trauma. In situ testing shows affected channels.